Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br, the device experienced stopper pull out of tube when in an analyzer, underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: in the form attached, it states that the batch # 1051704 with stopper pop off during centrifugation. Stopper is hard to be recapped after opened. And the vacuum is weak, it hardily reaches the indicated mark of the tube.

Manufacturer narrative:
H.6. Investigation: the device history records were reviewed, there were no related quality notifications and all process and final inspections comply with specification requirements .there were no related quality notifications during batch manufacturing, but the stopper function defect is under investigation through qns (B)(4) (sku 360060) and (B)(4) (sku 360059). No photo or sample received for evaluation. 200 retain samples from each batch were evaluated for visual defects and no defect was found, in addition it was tested 5 samples for the batch 1051704 for draw volume and no problems were found. Bd was unable to confirm the customer¿s indicated failures based on the information provided.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br, the device experienced stopper pull out of tube when in an analyzer, underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: in the form attached, it states that the batch # 1051704 with stopper pop off during centrifugation. Stopper is hard to be recapped after opened. And the vacuum is weak, it hardily reaches the indicated mark of the tube.